Event description:
Received report of the patient experiencing an intermittent shocking or jolting sensation in the lower back area while stimulation is turned on. Apparently this has been occurring for awhile now. Patient states when the "stim is on it feels like the stim turns on by itself sometimes". Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed, the patient had become "dizzy and passed out" on (B)(6) 2011. It was stated, the stimulator "hasn't worked at all." The stimulator was implanted for lower leg pain and "warming of his foot." It was stated, the patient was "losing his speech and muscle movement." It was also stated the patient had a "mini seizure in (B)(6) 2011," and had been having seizures three times a day since the fall. The patient stated, he had stopped using the device.